Event description:
Customer reports that, when an arterial blood gas was performed on a pt, using a rapidlab 1265 instrument, the results provided a value of 3.47 mmol/l for the potassium parameter. Because of the low value observed, the pt was injected with 20 mmol/h potassium with an infusion pump. A repeat blood gas was performed on the pt using a different instrument, a rapidlab model 865. The repeat potassium result was 5.45 mmol/l. The potassium infusion was immediately stopped. There were no adverse effects to the pt as a result of the potassium infusion.

Manufacturer narrative:
This failure mode is consistent with a potassium calibration, offset shift issue on the rl1200, and is an extremely rare event. Cartridge improvement projects are ongoing, to eliminate such events. Method code: potassium sensor was replaced.